Manufacturer narrative:
An outside the united states (ous) customer called the siemens customer care center (ccc) to report a discordant, elevated atellica im psa result from a patient that was considered discordant compared to the clinical history of the patient. The patient had previously had surgery for prostate cancer. The limitations section of the instructions for use states: "warning do not predict disease recurrence solely on serial psa values." "The atellica im psa assay is intended to be used as an aid in the detection of prostate cancer and as an aid in the management (monitoring) of prostate cancer patients, in accordance with current clinical practice guidelines. These guidelines define biochemical recurrence of prostate cancer as a detectable or rising psa value post-radical prostatectomy that is >/= 0.20 ng/ml (¿g/l) with a second confirmatory level of >/= 0.20 ng/ml (¿g/l), thus use of psa values < 0.20 ng/ml (¿g/l) is not recommended to identify patients at risk of biochemical recurrence of prostate cancer." Siemens is investigating.

Event description:
The customer contacted the siemens customer care center (ccc) to report a discordant, elevated atellica im prostate-specific antigen (psa) result from a patient that was considered discordant compared to the clinical history of the patient. The patient had previously had surgery for prostate cancer. The elevated atellica im psa result was reported to the physician. A positron emission tomography (pet) scan was performed on the patient. There are no reports of adverse health consequences due to the elevated atellica im psa result.

Manufacturer narrative:
Initial MDR was filed on 19-apr-2022. Additional information: 19-may- 2022. An outside of the united states (ous) customer contacted the customer care center (ccc) and reported an initial, falsely elevated prostate-specific antigen (psa) result for a patient using the atellica im 1600. The falsely elevated result of 0.34 ng/ml was observed in january 2022 for a 74-year-old prostatectomy patient using reagent lot 315. The patient had a low result when tested on the same system and psa lot 315 three months prior. In addition, a new sample drawn two months later was tested on their alternate atellica system with psa lot 317 and that result was also low. There was no sample available to be send in for further evaluation and, the sample was not repeated, and it was not tested with heterophilic blocking tubes (hbt). Siemens reviewed the customer's calibration data for lot 315 and the recovery was comparable with release data and the qc recovery was acceptable. The issue seems to be a sample specific issue and sample handling cannot be ruled out. Based on the available information atellica im psa lot 315 is performing as intended and a product performance issue has not been identified. The customer is operational. No further action is needed. In section h6, investigation finding, and investigation conclusion codes were updated based on additional information.